Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the following: there was distal fiber breakage, dents on the distal edge, a cracked objective lens meniscus, minor stains under lg (light guide) cover glass, minor dents on the video connector (vc), and a distorted image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found the following: there was distal fiber breakage, dents on the distal edge, a cracked objective lens meniscus, minor stains under lg cover glass, minor dents on the video connector (vc), and a distorted image. Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.